Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Additional information: 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 events for the failure: overheating of device. 2 events had problem identified before clinical use/exposure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99141. Supplemental rationale, corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status, 3 devices were received. Evaluation findings (results/components), 3 devices: degradation problem identified, no device problem found / motor(s). Product disposition, 3 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 3 events for the failure: overheating of device. - 2 events had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had no health consequences or impact.